Event description:
In 2008, the pt reported erratic blood glucose levels. She said her normal range is 120-150 mg/dl. She stated, she woke up this morning with a reading of 300 mg/dl for which she bolused insulin to bring her reading to 203 mg/dl then to 115 mg/dl before it decreased to 71 mg/dl. She said, she ate toast and bolused insulin and her reading elevated to 170 mg/dl at 12:30pm. She stated she disconnected from her insulin infusion device, and saw bubbles in the connection area between the infusion headset and tubing. She primed these out. The pt's current reading is 88 mg/dl with symptoms of nervousness and shakiness. She stated, she will treat her reading by drinking soda. The pt was instructed to disconnect and check the connection area, and she confirmed there were no bubbles currently. The pt said she is using her abdomen for her sites and has better absorption of insulin there. The pt stated, she tightens the luer lock to the cartridge with a tool. The pt was advised to tighten by hand to prevent overtightening. The pt was assisted in changing her insulin cartridge which she successfully did and was able to prime out any air bubbles. At the end of the call, the pt stated her blood glucose reading was 113 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.